Event description:
The dealer states that the bolt snapped in half at the pivot point where the arm reclines back. The dealer has no further information to provide.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.